Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the event description, it is likely that this hyperglycemic event was caused by a failed infusion set.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On 9(B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was admitted to the hospital for dka after experiencing severe symptoms, including vomiting and intense pain, which required ems assistance. The family suspects the dka was likely caused by a failed infusion set, specifically the convatec inset (23", 6mm) teflon infusion set. The user was placed on an insulin drip in the hospital and later given manual insulin injections before meals. The user's highest bg during the event was 500 mg/dl. The user was expected to be discharged on (B)(6) 2024.